Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device failed to issue adult/child mode statement at power up. In this state the user may not be aware if the device is in adult or child mode and may result in incorrect therapy being delivered to the patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the device and verified the reported issue. The reported was resolved by replacing the speech chip but the heartsine technician was unable determine the nature of the speech chip fault. The cause of the issue is undetermined. The customer received a replacement device and the original device was scrapped.

Event description:
The distributor contacted heartsine to report that their device failed to issue adult/child mode statement at power up. In this state the user may not be aware if the device is in adult or child mode and may result in incorrect therapy being delivered to the patient. There was no patient involvement reported with the event.